Event description:
Patient #1 event is captured in MDR 2050012-2011-06387.

Event description:
The customer contacted beckman coulter inc (bec) in regards to erroneous high total protein module (tpm) results on four patient's results generated by the dxc 800 pro over 3 days. The erroneous results were reported out of the laboratory and questioned by the physician; however, patient treatment was not impacted. The sample was repeated and lower results were obtained. Sample information was not provided. Per customer, qc has been running high and been erratic. On (B)(6) 2011, a bec field service engineer (fse) found small bubble in the modular chemistry (mc) line. Fse replaced the following: mc sample syringe; t valve syringe to the ods tubing; ods to level sense bead tubing; mc probe and the mc probe wash collar; the fse primed the system and verified alignments. The fse also ran a high and low level precision run with improved results obtained. The laboratory ran 10 qc test run and the results were within the acceptable range. Patient #2 event is captured in MDR 2050012-2011-06387. Patient #3 and 4 events are captured in MDR 2050012-2011-06389.

Manufacturer narrative:
Change from: patient #2 event is captured in MDR 2050012-2011-06388, to: patient #1 event is captured in MDR 2050012-2011-06387.